Event description:
Additional information indicates that surgical intervention was undertaken on 12 june 2024 wherein ipg was explanted, replaced and repositioned, and leads were repositioned to address the issue. Ipg pain has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient experienced pain at the ipg site. Also, x-ray imaging revealed patients leads migrated. As a result, surgical intervention may be undertaken to address the issue.